Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. An isi failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show a sureform 60 stapler (part number: 480460-12, lot number: k13250107-0215) was installed on the system 3 times and fired 3 reloads (1 white, followed by 2 blue). On installs 1 and 2, the first clamp was successful, and the firings were completed with no pauses for compression. On install 3, a blue reload was loaded and the first clamp attempt was shown as successfully completed. During the firing sequence, the e-stop button was pressed, with a representative error code in the logs. The firing was not recorded in the logs due to the use of the e-stop during the event. About 30 seconds after the e-stop was pressed, the grip release tool was detected on the instrument, which resulted in the force expiration of the instrument with representative error codes. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler experienced a tissue push-out event while firing on a portion of the gastric pouch with staple line reinforcement. The surgeon then switched to a third-party stapler to complete the case. The procedure was completed robotically with a surgical delay of 15 minutes.